Event description:
It was reported that an ilet user was on the fill tubing screen but still needed to rewind the pump during a supply change; the user had removed old supplies, was confirmed disconnected, acknowledged seeing drops, and was guided through the cartridge menu to properly start the supply change process before indicating they could complete the remainder independently. There were no reported adverse clinical effects. Outcomes included no impact on health, no alarms, and successful troubleshooting and education. Investigation included remote troubleshooting and user education on correct supply change steps. Investigation of this case revealed user error related to incorrect supply change sequencing, with no device malfunction and no affected device components. It was concluded, based on previously established findings for similar reports, that the cause was user error.